Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 02/13/2019 to the present date 01/05/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200283581 for physical damage - bad speaker sound which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported won't turn on, no power. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported won't turn on, no power. There was no patient involvement.